Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Lower lcd (liquid crystal display) screen is missing pixels and the ring is missing. Upper and lower cases and both bail covers are broken. Battery release and lead flex cover are contaminated. Ring cover is missing. One battery contact is compressed. Both bails are bent. Keyboard is scratched.

Event description:
It was reported that the lower screen on the external pulse generator was broken, that the image was blurred by missing light-emitting-diodes (led's). It was further noted that the unit needed a new clip, and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.